Event description:
Package of peanut sponges with a human hair in one of the sponges. When the hair discovered in the sponges, our instruments and supplies had already been added to the back table. Sponges had previously been opened, the scrub nurse was in the process of getting everything ready to count. Patient not yet in room. When hair discovered, we realized other instruments had been touched and decided to break down the entire set-up. We discarded contaminated pack, supplies and instruments. New pack, instruments and supplies opened, as per protocol, before patient entered the opearating room suite. There was no exposure to patient.